Event description:
It was alleged that the therapy pad was leaking during patient use. There was patient involvement however and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the connector leaking was possibly a click-tite connector that was missing an o-ring. This could not be confirmed as the customer did not verify that they checked the o-ring, the blanket was not available for inspection, and no further information could be obtained from the customer. The device was not returned.

Event description:
It was alleged that the therapy pad was leaking during patient use. There was patient involvement however and no adverse consequence or clinically relevant delay in treatment was reported.